Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed the uninterruptible power supply (ups) and the battery were replaced. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot: - and product ID: 9735787, serial/lot: - medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a procedure in which there was patient involvement. It was reported that the system unexpectedly shut down twice during a case. Additional information was not provided. Additional information was reported regarding troubleshooting. It was reported that the representative (rep) experienced the system not turning on from the main cart power button the first three times they tried. The fourth time, the system displayed "the system has detected an error upon start up; attempting to restart". Upon restarting, the main cart turned on but the camera cart did not. Technical services (ts) had the rep unplug the system from the wall for 30 seconds and hen plugged it in to a different outlet. The system then powered on normally without issue. Upon checking self-test, both statuses displayed "plugged in" and the main cart charge displayed 100% charge, however, the camera cart battery had only 1% charge. Upon unplugging the system from the wall, the main cart remained on but the camera cart powered down immediately. Additional information was received. It was reported that this issue occurred intraoperatively in a l3-l5 posterior fusion procedure. The surgical procedure was completed by powering on the system multiple times during the procedure. When the issue occurred, the system was plugged into a known functioning electrical outlet. There was a surgical delay and no impact to patient outcome. Additional information was received. It was reported that the surgical delay was due to the navigation system shutting off and being restarted multiple times throughout the case. There was no timeframe given for delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773; serial/lot #: (B)(6), product ID: 9735787; serial/lot #: (B)(6). H2) the battery was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed. The uninterruptable power supply (ups) shut down due to the battery overheating thus causing no power during testing. Codes: b01, c02, d02 the ups was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The ups tested with no issues and performed as programmed. Codes: b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.